Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-522a-(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate burned detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @450,000 joules of use and 67 minutes the ¿fiber broked¿. ¿fiber tip burned outside the patient¿ was reported. The procedure was completed using a second fiber. There were ¿no injuries to the patient¿ reported.